Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional stated that phacoemulsification tip had broken off in the sleeve during cataract with intraocular lens implantation surgery. The surgery was completed by replacing the product with another one. There was patient contact but no impact on the patient.